Event description:
It was reported far-field r-wave oversensing was observed during follow up. The device was reprogrammed and oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.